Event description:
It was reported that the slide clamp of an unknown solution set broke. It is unknown when in the process this occurred. The reporter stated that after removing the set from a non-baxter infusion pump, it was observed that the slide clamp was broken. It is unknown if there was patient involvement; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned; however, a photograph of the device's alleged broken component was received. Visual inspection of the photograph identified a broken blue slide clamp. The break was angular with one corner missing completely and the other intact. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.